Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system planned maintenance (pm), all areas passed, except hardware test failed. Found the axiem box communication cord has a break in the cord insulation, the surgeon monitor cord has a break with the insulation and there is a slight indentation on the I/o panel and the axiem box axiem ports. Return requested for suspect external axiem power/data cable. No parts have been replaced. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the cords have outside insulation that have been cut and bared the internal wires. The site biomedical department is well aware of the findings but have not responded to the manufacturer for repair and replacement.

Event description:
A medtronic representative reported that during a planned maintenance (pm) it was identified that a site's navigation system has multiple damaged cords for axiem connected to the staff cart, some cords have a break in the cord insulation and are down to the cable. No further details regarding the damage, or how it occurred, were known. There was no patient present when this issue was identified.